Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited noise on the right atrial (ra) lead that was re-producible with isometrics. However, the noise was not being marked by the device. Technical services (ts) reviewed device data and there was a stored atrial tachy response (atr) episode that was determined to be inappropriate due to oversensing of noise. All other lead measurements are within normal limits. Ts recommended to continue to monitor until more episodes are noted, or other lead integrity measurements are being affected. At this time, the device and non-boston scientific lead remains in service. No adverse patient effects were reported.